Event description:
It was reported that during a supracervical hysterectomy procedure, the first device gave an error tone. They retightened the instrument and tried ot use it again. While the device was outside of the pt, running a test, the balde fell off. Opened another instrument and put it on the device, which gave another error tone. Used bipolar to complete the procedure. There was no pt consequence.